Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced, but the motion batteries were replaced. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 213, 67 is associated with the system checkout. 4114, 3221, 4315 is associated with the motion batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site experienced a "battery is critically low" error message on the image acquisition system (ias) after the second exam of the day. The site reported that the system was never unplugged for more than two minutes. There were no reported issues with functionality. This was found while the system was being taken to its storage spot. There was no patient present when this issue was identified.